Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 4101 serial number: (B)(6) model/catalog description: f15 unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient noticed a lump from their lead on their lower back. The patient previously noticed that the lead was lightly showing in their lower back, but stated that it was not too bothersome. However, it eventually did become bothersome. A consultant examined the patient and confirmed that the lead was sitting proud underneath the skin near the insertion site. The patient underwent a revision. The tined lead was removed and replaced. There were no other issues and the device was functioning well. The patient's symptoms had improved.